Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had sparking at the prongs. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "sparking at the prongs" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was ac power adapter prongs had evidence of corrosion and burn damage at base of the prongs. The ac power adapter required to be replaced to address the issue. The spectrum iq operator's manual outlines in 10.2.5 about proper cleaning and disinfecting procedures for the ac power adapter. Additionally, it warns the user to "make sure that the ac power adapter is dry before connecting to the pump". Should additional relevant information become available, a supplemental report will be submitted.